Event description:
It was reported that this right atrial (ra) lead dislodged, with x-ray imaging showing it was pulled to up to the superior vena cava. Lead appeared twisted due to twiddlers syndrome. No new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment corrected fields: h2 if follow-up, what type? Additional information.

Event description:
It was reported that this right atrial (ra) lead dislodged, with x-ray imaging showing it was pulled to up to the superior vena cava. Lead appeared twisted due to twiddlers syndrome. No new lead was implanted. The device has been returned and is pending analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgment of the lead. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right atrial (ra) lead dislodged, with x-ray imaging showing it was pulled to up to the superior vena cava. Lead appeared twisted due to twiddlers syndrome. No new lead was implanted. The device has been returned and is pending analysis. No additional adverse patient effects were reported.